Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
When I did, part of the applicator that you push up went in too; as she inserted the applicator, the plunger remained inside of her [complication of device removal] part of the applicator that you push up went in too [and I it is hurting] and been there since yesterday [foreign body in reproductive tract] I had a hard time getting the tampon in [device difficult to use] [part of the applicator that you push up went in too and] I it is hurting [and been there since yesterday] [pain] she was experiencing cramping [muscle spasms] case narrative: on 17-sep-2021, a spontaneous report was received from a consumer regarding a (B)(6) female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history included "going through her changes" (not further clarified). Concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2021, after starting the product for the first time (reported as "ftu of product;" first time user of product), the tampon was difficult to insert, and as she inserted the applicator, the plunger remained inside of her, and it was hurting. The consumer sought medical attention the following morning (also reported as (B)(6) 2021) in the ER (emergency room), and the plunger was removed. She was experiencing cramping, and extra strength tylenol (acetaminophen) was prescribed. As of (B)(6) 2021, the status of product use was not reported. The outcome of it hurting was not reported, and the outcome of cramping was not resolved (reported as "her menses has subsided, but she is still experiencing cramping"). She anticipated an additional follow-up visit with her gyn doctor (gynecologist) on (B)(6) 2021. No additional information was provided.